Manufacturer narrative:
Investigation found that pump was service by third party and pump also failed volumetric accuracy test. Pump was recalibrated to resolve the issue.

Event description:
Customer stated that pump was over infused. There is no pt injury or medical intervention reported. Pt remains stable.